Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. A percutaneous coronary angioplasty was being performed on a de novo lesion in the ramus. A 2.75 x 32mm promus element plus stent was successfully deployed. Post implant while taking an orthogonal view, an edge dissection was noted. To cover the edge dissection, a 2.75 x 16mm promus element stent was implanted. The patient was stable at the end of procedure.